Event description:
Add'l info rec'd from MFR 03/26/04: the methodologies used for investigation included visual, microscopic, functional and dimensional. The complaint of a subcutaneous break was confirmed as user related. The catheter at the break showed classical signs of clavicle first rib compression also known as pinch-off. This is a complication associated with the medial placement of the catheter in the subclavian vein between the clavicle and first rib. Bas warns against this in its product IFU. The event is not caused by the device but is related to placement of the device. There have been three other occurrences of pinch-off on this product code during 2003. This is a reduction in the number of pinch-off incidences as compared to 2002.

Event description:
Port was injected under fluoro and it was discovered that the port catheter proximal end was no longer in the vascular system and the distal end of the catheter had broken off and was lodged in the right ventricle of the heart. The fractured portion was successfully retreived and new port placed.